Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the enteral feeding pump had a blank screen when turned on. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿that the enteral feeding pump had a blank screen when turned on.¿ the unit was triaged and the customer¿s reported condition was confirmed. The entire display was blank when the unit was powered on. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.